Event description:
Per the clinic, the patient's rechargeable battery had expanded. The patient has been advised to stop using the battery and it has been requested that the battery be returned to the manufacturer for evaluation. There are no reports of patient injury associated with this issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on august 22, 2013.